Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: occlusion causing permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that direct stenting of a 3.5 x 18 mm xience v stent was performed in 2008. An occlusion of the obtuse marginal occurred and the patient experienced chest and throat pain. The physician attempted to cross the occlusion with a guide wire without success. A possible dissection was noted; however, the physician chose not to intervene based on the possiblity of further complications. No additional event or patient information is available.

Manufacturer narrative:
Angina, dissection and occlusion, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. It was reported that direct stenting was performed. It should be noted that the xience v IFU states: the vessel should be pre-dilated with an appropriate sized balloon.